Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Initial reporter phone number (B)(6). UDI: (B)(4). The expiration date is unknown at this time.

Event description:
It was reported that during the surgery of meniscus repair, 228143's firing trigger was loose, the surgeon suspect the spring was stuck. Changed new 228143 with 228141, after 1st firing, two plates were deployed. All 228141s were with same issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of meniscus repair, 228143's firing trigger was loose, the surgeon suspect the spring was stuck. Changed new 228143 with 228141, after 1st firing, two plates were deployed. All 228141s were with same issue. Another device was used to complete the surgery. No additional information could be provided the meniscal deployment gun was received and evaluated. On visual inspection, it could be observed one needle was attached in the shaft and it was not possible to remove it. Also, it was identified that the tip of the pusher rod was bent inside the needle which cause the stuck issue. When tested for its functionality, the gray trigger and the loading trigger (red) were rough to operate but still actuated the pusher rod; it feels a resistance due to damage in the pusher rod. The stuck issue reported can be confirmed. The possible root cause for the damage and stuck issue could be related when main gray pusher rod on gun to be bent at the distal tip. The needle insertion which have caused blocking insertion and when this occurred this bend in pusher rod may have felt resistance and did not pull the trigger all the way. A manufacturing record evaluation was performed for the finished device lot number: 5l95466, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.